Event description:
Customer reported experiencing frequent cartridge errors with current pump, necessitating cartridge replacement each time to resolve the issue. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up from technical support at the time of reporting and additional information about the outcome was not available.